Manufacturer narrative:
Batch review performed on 06 may 2026 gmk-spherika 02.12.e0410fl gmk-sphere tibial insert e-cross - flex 4l - 10mm (k202022) lo: 2530242: (B)(4) items manufactured and released on 16-dec-2025. Expiration date: 27-nov-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month from the primary, the patient came in presenting drainage at the incision site of the primary and the cause is unknown. The surgeon performed an I&d of the joint and revised the insert with another one of the same size. The surgery was completed successfully.